Manufacturer narrative:
This report is being submitted, to correct the FDA product code to eoq.

Manufacturer narrative:
The client was informed by the company representative that that practice was not in accordance with the product and it was requested that the client disposes the device after use and that a new one be placed with the endoscope before the examination. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device estimation, the single-use pistons of the bronchoscopes, the client reused the single-use pistons on the bronchoscopes by disassembling them and passing them through the pereacetic acid (paa) washers. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the client reused the single-use pistons on the bronchoscopes by disassembling them and passing them through the peracetic acid (paa) washers. However, per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.